Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Donor nephrectomy. According to the reporter: soon after insertion, popping sound was heard from trocar. Trocar was removed from cavity and it was confirmed balloon was broken. The same symptom occurred to the next one. Opened 3rd one to complete procedure. No bleeding. No tissue damage. It is unclear the broken parts remained in cavity. Operating room time not extended. No pt injury was reported.